Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 300 (mg/dl) for 2 days. Customer administered correction boluses with the pump to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.